Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly tortuous left anterior descending coronary artery that was moderately calcified and 80% stenosed. After pre-dilatation, a 3.0x23mm xience xpedition stent was implanted and a distal end dissection was noted. A drug eluting stent was implanted to treat the dissection. Results were good with timi iii flow and no residual stenosis. There was no adverse sequela. No additional information was provided.